Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The reported device is similar to a device approved for compassionate use in the united states. Device not returned.

Event description:
Surgeon reported patient felt 'crunching' and that the patient's right humeral shaft slipped off the humeral stem of a reverse shoulder.

Manufacturer narrative:
Reported event: an event regarding disassociation involving a patient specific distal humeral replacement was reported. The event was confirmed by x ray review. Method & results: -device evaluation and results: not performed as product was not returned -clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for patient specific distal humeral replacement which was inserted in feb 2023. The surgeon reported the humeral shaft slipped off the humeral stem of the reverse shoulder. The x-ray image provided showed that the humeral stem of the reverse shoulder has moved proximally from the humeral shaft, left a gap between the proximal humeral bone and distal humeral shaft. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Surgeon reported patient felt 'crunching' and that the patient's right humeral shaft slipped off the humeral stem of a reverse shoulder.